Event description:
It was reported patient underwent a left hip revision approximately 11 years post implantation due to elevated metal ions. During the procedure the head and liner were exchanged without complications. The shell, screws, and stem remain implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(6). Concomitant medical products: 735901203, 12/14 taper porous stem collared-offset size 3 left, 61883044. 00877703602, biolox delta option fem head, 36mm, +0mm, 2984309. 00875201636, continuum longevity elevated liner, oo 36 x 64, 63830931. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00842. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
D10: 00875201636 ¿ continuum liner ¿ 61756850. Acetabular shell ¿ lot 61361142. Bone screw ¿ lot 61911791. Bone screw ¿ lot 61900780. Medical records were reviewed by an hcp and note the patient underwent a revision due to elevated metal ions. The head and liner were removed and replaced. Radiographs identified anatomic alignment of the left hip arthroplasty, and there were small areas of suspected osteolysis as noted without evidence of implant loosening. Device history record was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.